Manufacturer narrative:
Device was received with all buttons responding properly and passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly. No pump error 39 alarm occurred during testing or could be found in the downloaded trace files. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input and the back arrow button was not working. Customer also reported that the insulin pump had pump error alarm, and was able to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.